Event description:
Per the clinic, the patient experienced sudden loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed october 17, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.